Event description:
It was reported that a user of the ilet system experienced hyperglycemia, with blood glucose at 273 mg/dl persisting overnight while using a teflon infusion set; after guidance, the user replaced the infusion set and cartridge, resumed insulin delivery, and glucose trended down to 211 mg/dl, with uncertainty whether the cannula was bent. Customer care provided support that included supply replacement and monitoring. Investigation of this case revealed that glucose levels improved after full supply change and insulin resumption, suggesting a transient infusion issue with unclear root cause. No symptoms associated with elevated blood glucose consistent with hyperglycemia. Outcomes included recovery without medical intervention, hospitalization, or emergency care. It was concluded that the event was related to hyperglycemia of unclear cause with resolution following infusion set and cartridge replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.